Event description:
Staple load not fully closing after testing before placing into port, unable to use staple load, unable to advance through port. Pct had no patient contact. Has been reported & returned. Rga# [redacted], tracking # [redacted]. Manufacturer response for staple reload, (brand not provided) (per site reporter). Issued rga# [redacted].